Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the system that spontaneous rebooting of the angiography system. Rse checked the logfile through the prs portal and found an error of x-ray pc not reachable. Rse suggested the customer to reboot the pc. After rebooting the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was rebooting spontaneously. The system was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.